Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 200mg/dl. Customer stated that the pump that was not turning back on post insertion of brand new battery. Customer stated the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Display did not return after pump restart. Insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display not found during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).